Event description:
It was reported that the patient experienced a change in therapeutic effect on one side of the system. The patient believed his implantable neurostimulator (ins) was "shorting out." While stimulation was turned on, the patient's stimulation on the right side stopped or felt weaker when he moved his waist or back into a certain position. The stimulation on the left side remained constant. The patient reported these symptoms occurred periodically and started in the last few days. The patient reported no recent falls or trauma. Patient's status was unavailable at the time of this report. Additional info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).